Event description:
It was reported that during implant, the right ventricular lead exhibited high thresholds. The lead was not used and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.